Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering the amount of insulin that he is bolusing. The blood glucose reading at time of call was 184mg/dl. The customer stated that he bolused 20.0u in the morning and two hours later, his blood glucose reading only dropped 90 points. The customer then took a 10.0u manual injection and an hour later, his glucose level dropped over 100 points. Explained customer that the insulin pump was delivering the correct amount of insulin based on his personal settings. Advised the customer that a replacement of the insulin pump will be sent and if the problem persist to contact the helpline for further assistance. No additional information was provided.